Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had stored episodes of svt that appeared to be vt. The patient presented into the ER after receiving atp and hv therapy. The patient reported feeling light-headed. Morphology diagnosed the rhythm as vt while arrhythmia unhiding diagnosed the rhythm as svt. Programming changes were made. The patient is stable and will continue to be monitored.